Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02417. It was reported that the patient called the physician one day after the implant procedure complaining of diaphragmatic stimulation. Since the patient was still in the hospital, a chest x-ray was performed and revealed ra and rv lead dislodgement. The physician believed the rv lead dislodging into the inferior vena cava (ivc) caused the diaphragmatic stimulation. The physician suspected the dislodgement occurred when the patient was being handled by hospital transporters from one bed to another bed and believed there was no defect with either lead. The leads were explanted and replaced without any problem or complication. The patient was stable through the entire procedure.